Manufacturer narrative:
Additional information: d10 device evaluation: follow-up report submitted to document device evaluation results

Event description:
The user facility reported that the device overheated during a procedure.  The patient was burned on the inside of the cheek.

Event description:
The user facility reported that the device overheated during a procedure.  The patient was burned on the inside of the cheek.